Event description:
Philips received a complaint from the service engineer, that the v60 ventilator was displaying an "oxygen not available" alarm. It was unknown how the issue was found. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator was displaying an "oxygen not available" alarm. The se noted that the alarms and configurations were not correct; the se then reset the alarms and configurations, and the device was working as intended.